Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation and had pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. Investigation was unable to determine which lead attributed to this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.